Event description:
It was reported that this pacemaker had recorded high out of range measurements in the right atrial (ra) lead and right ventricular (rv) lead likely due to being taken out of storage. Technical services (ts) was consulted and noted trend window behavior. The representative followed up to confirm that out of range impedance measurements were due to unipolar programming at implant. The system was reprogrammed to biopolar and impedance measurements were found to be stable. The patient reported thumping in the chest. This pacemaker remains in service. No adverse patient effects were reported.